Manufacturer narrative:
This device was returned for maintenance; however, did not meet manufacturing specifications during testing. During repair, it was determined that the housing was deformed, the thread saw coupling was stripped and the trigger was blocked, jammed and moved heavily. The device also failed pre-tests for check roundness of housing, check proper function of the trigger and check the saw blade coupling. A review of the service history record indicates that the device has been returned previously for an unrelated malfunction. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during equipment maintenance, it was observed that the recon sagittal saw device housing was deformed, the thread saw coupling was stripped and the trigger was blocked, jammed and moved heavily. The device also failed pre-tests for check roundness of housing, check proper function of the trigger and check the saw blade coupling. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.